Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the water filter had never been properly replaced and the water supply pipes had never been disinfected since delivery. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that replacing the water filter has not been implemented occurred because the user did not thoroughly read the instruction manual and failed in how to manage water filter replacement. For the second event, it is likely that disinfecting the water supply piping has not been implemented occurred because the user did not thoroughly read the instruction manual and failed to implement disinfection of the water supply piping. The event can be detected and prevented by following the instructions for use below: the oer-s instruction manual operation manual. "Chapter 7 routine maintenance, 7.2 replacing the water filter (maj-2318) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. 7.3 disinfecting the water supply piping disinfection of water supply piping is required in the following cases: before using this equipment for the first time (after installation of the water filter set) immediately after replacement of the water filter whenever bacteria are identified in the water supply piping before using the equipment when it has not been used for more than 14 days the acecide stored in the equipment is used for disinfection of the water supply piping." Olympus will continue to monitor field performance for this device.